Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. The system controller was connected to a test pt cable, power module, system monitor. The log file was retrieved successfully. An lvad test pump was connected and the system began running at 1000 rpm's with no alarms active. The black and white power cables were maneuvered and while moving the black power cable at the connector end, the controller sounded alarms and the pump stopped. The system controller was disconnected to do a continuity check on both power cables. The black power cable had a high resistance on the brown (rsoc) inner wire. The white power cable passed continuity check. The outer insulation at the connector ends of both power cables was removed exposing the inner wires. The black power cable revealed a compromised brown (rsoc) inner conductor. The inner conductors in the white power cable were intact. A review of the device history records revealed no deviations from mfg or qa specifications. The situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the system controller received yellow battery alarms when the batteries that were being used were fully charged. The system controller was exchanged and the pt remains ongoing on lvad support with no further issue reported.